Event description:
It was reported that during the implant attempt, the lead would only sense noise. It was also noted the p waves could not be read. Several attempts were made using different cables, cable adaptors and programmers/analyzers, but the issues were still present. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): it was reported the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.